Event description:
Product problem: "touchscreen froze during a case" (no display or display failure). The nurse reported the touchscreen froze during a case. The nurse was able to use the remote to navigate, but the laser would not work. The nurse did not reboot the system. Instead, the surgeon used cryopexy to complete the case. No pt injury was reported.

Manufacturer narrative:
The nurse mapped the footswitch no navigate the laser function. The company service rep examined the system and could not duplicate the problem reported. The display was calibrated and the cables were reseated for diagnostic purposes. The software was updated. The system was then tested and met all product specs. (B) (4)